Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while filling the cartridge with insulin. Customer was able to fill another cartridge successfully. Blood glucose was not impacted.